Manufacturer narrative:
The sample will not be returned to baxter for evaluation. A follow-up will be filed if samples become available or if additional information becomes available.

Event description:
The customer reported to baxter that the reservoir burst with four (4) infusors. The customer specified that the infusors were prepared in the afternoon before use and they were kept at a low temperature (<25 degrees c). This condition was discovered before use with 5-fu (fluorouracil) on an unknown date. This condition resulted in a leak of the 5-fu drug. There was no patient injury or medical intervention reported. No additional information is available.